Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited high thresholds, undersensing and a fracture. The lead was explanted and a new lead was implanted. High threshold was measured with the new lead as well, but once the device was connected there was no issue observed. The new ra lead remains in use. No patient complications have been reported as a result of this event.